Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in greater than 2 seconds of pacing inhibition. The patient was reported to pacemaker dependent, however, was asymptomatic. Noise was able to be reproduced with deep inhalation and with the patient holding their breath. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.